Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture was performed, and then the sheath was inserted into the patient. When the farawave catheter was inserted, bubbles were noticed immediately. Aspiration was performed but the bubbles were continuously observed in the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.